Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, the device produced malformed clips and failed to fire clips intraop and postop. There was no pt consequence. The device is being returned.